Event description:
It was reported that during a procedure of the superficial femoral artery (sfa), the armada 35 was inflated and deflated, however, during the second inflation attempt the balloon was difficult to deflate. It was noted that negative pressure was pulled three times before the balloon completely deflated; additionally, the balloon did not refold/rewrap very well. The device was removed from the anatomy without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that during a procedure of the superficial femoral artery (sfa), the armada 35 was inflated and deflated, however, during the second inflation attempt the balloon was difficult to deflate. It was noted that negative pressure was pulled three times before the balloon completely deflated; additionally, the balloon did not refold/rewrap very well. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. However, abbott vascular has recognized a product deficiency regarding inflation/deflation difficulty due to the rate reaching our threshold and has conducted a field safety corrective action for the armada device family.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.